Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Unit uploaded properly using carelink. Device powered properly after the test battery was installed. Device was monitored for 1 day. No blank display noted. During visual inspection, the electric assembly and the motor had moisture damage. Unit had minor scratched display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 571 mg/dl at the time of the incident. The customer was at 138 to 142 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as weakness, dry mouth, nausea, and excessive urination. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer stated the pump was exposed to water and was no longer working. Troubleshooting was not completed. The insulin pump will be returned for analysis.